Event description:
The pt was implanted with a siltex spectrum post-operatively adjustable mammary prosthesis on 2/21/97. Subsequently, the pt experienced a deflation of the device and a seroma. The device was removed on 9/17/97.